Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets were broken and subsequently would not flow. It was further reported, "on the broken sets, the connecting top piece moves up and down, and does not allow the liquid to flow through the tube." The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.